Event description:
It was reported that the right ventricular (rv) lead dislodged due to perceived patient twiddling, but also determined that the rv lead was not long enough to maintain a stable location. Therefore the rv lead was removed and replaced with a new lead. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pacemaker (B)(6) 2011. (B)(4).